Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of more than 2,000 ohms. All other lead measurments were within normal limits.the field representative stated that the helix appeared to be not fully deployed. A lead revision was then performed and a new lead was placed. Additional information was received that during lead revision the device was checked and no defect was noted. No additional adverse patient effects were reported. The device remains in service while lead was surgically abandoned and was out of service.